Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. The following report was created based of the technical test report by the local service department in bulgaria. Due a performed technical safety check by the local technician the reported flow deviation could not be recognized. Therefore the complaint was assessed as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4): "under infusion". Customer information: the device had to infuse bottle of 250 ml. Sodium chloride for a period of 30 minutes. 3 minutes before the end of the time set, the nurse found that the bottle was actually half full. She assigned again the parameters of the pump, but this time set infusion of 250 ml. For 15 minutes to infuse the rest of the solution. At the end of the second infusion (after 15 minutes), according to the nurse, there was still a small residual amount of infusion solution in the infusion bottle.